Event description:
It was reported that stent dislodgement occurred. While unpacking a 16x3.00mm synergy¿ drug-eluting stent, the physician pulled the protective cover of the stent but the stent came off with the cover. The procedure was completed with another of the same device. No patient complications were reported and the patient recovered satisfactorily. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by MFR.: the stent delivery system was returned for analysis. The stent had detached from the balloon and was returned for analysis. A visual examination of the crimped stent found the entire stent profile was damaged slightly. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Crimp markings were evident on the entire length of the balloon wall indicating overall crimp contact between the coated stent and balloon. A visual and tactile examination found no issues with the hypotube shaft profile. The inner was broken at the bi-component bond. The bi-component break was visually evident and appeared as a 11mm separation in the inner during microscopic examination. There was evidence of stretching and damage to the inner wire lumen distal to the inner lumen break. The mid-shaft was kinked 20mm distal from mid-shaft bond. The overall damage evident was likely caused by excessive tensile forces exerted on the shaft during attempts to remove the stent protector. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent dislodgement occurred. While unpacking a 16x3.00mm synergy¿ drug-eluting stent, the physician pulled the protective cover of the stent but the stent came off with the cover. The procedure was completed with another of the same device. No patient complications were reported and the patient recovered satisfactorily. This product is only ous approved but it is similar to an approved us device.